Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on 08/15/2007, that the head rest caught on fire when the patient was having debridement. There was some pvp-I prep on the pillow. Patient received 2nd degree burns.